Event description:
It was reported that during a colonic dilation procedure, a balloon rupture occurred. The target stricture was in an unspecified colonic location. A cre wg 10-12mm/240cm/5.5 f/g balloon dilation catheter had been advanced across the target stricture. During inflation, the balloon ruptured. The procedure was competed with another of the same device. There was no serious pt injury reported. Pt status was listed as unk.